Manufacturer narrative:
It was reported that during the procedure, the coating of the cautery tip was flaking and pieces fell into the surgical site. The surgeon irrigated the site and no injury resulted for the patient. The sample was returned and inspected. The tip was found to have burnt tissue on it. This tip is manufactured by bovie. The sample is being forwarded to bovie for further review and determination of the need for any corrective action. We have no trends for this issue with this vendor.

Event description:
It was reported that the coating on the cautery tip was flaking into the surgical site.